Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic umbilical hernia procedure, while working on the abdomen, surgeon experienced difficulties with loading the reload onto the handle. It was also noted that the reload fell into the patient's cavity. Surgeon opened new device to complete the case.